Manufacturer narrative:
If additional information becomes available, then, it will be submitted in a supplemental report. Lot codes of other devices listed in this report: lot # 90jmme, description: 6.5 cancellous bone screw 25mm, manufacture date: 08/15/2008, exp date: 08/13/2013 ste. Lot# mshem14a.

Event description:
Quality engineer, reported that "on receipt of the devices at the distribution site, the boxes were empty and only the IFU were in the boxes."